Event description:
The manufacturer received information alleging device was not energized when the power cord was connected. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the ac power indicator was not lit, and the device did not recognize the ac power when connecting the ac power to the device. It is believed that there was a malfunction in the power supply system, so the power supply was replaced to address the issue. Additionally, not related to the issue it was observed that a silver sticker around the power button and the mute button was gone, the vanity cover assembly was replaced. The device failed an fio2 sensor receptacle verification test step during testing, so the inline proximal filter was replaced to address the test failure.